Manufacturer narrative:
Although requested, the device will not be returning for evaluation.

Event description:
The event involved a report of a plum 360 device with the main wires showing on the power cord. There was no adverse event.